Manufacturer narrative:
Updated : d3 - mfg establishment name no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed downstream occlusion. The patient had not been affected. The event had occurred while in use with a patient at the patient's home and the operator of the device was a health professional.